Event description:
In 2007, my right eye was swollen for two days. I assumed it was just my tear duct and quit wearing my contacts for a few days. It was swollen on the bottom lid, near the tear duct. My eye was red and painful to touch. It went away after a few days. I assumed that I had gotten something in it or something had irritated it. I was not aware of the recall of my contact lens solution until the next eleven days.